Event description:
It was reported that after a device change-out, high capture threshold and dislodgement was observed on the left ventricular(lv) lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.